Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alerts, including an alert for a consecutive stalled insulin motor (alert 38) and a haptic error (alert 64), and the user attempted multiple restarts without resolution; the issue was associated with tactile prompts/feedback and the vibrator component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed an electrical or electronic component problem related to the device¿s tactile feedback system and vibrator (alert 64). Investigation also revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding (alert 38). It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery as well as a component failure.